Event description:
The customer reported via phone call that two days prior to the call, a battery exploded inside the insulin pump. The customer reported hearing a pop sound, and the battery casing was cracked and corroded. Customer reported that she changed the battery and received a battery out limit. Customer reported changing the battery again, but the display would not return. During troubleshooting, the customer reported that the battery compartment and the spring were corroded. Blood glucose level at the time of the incident was 222 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.